Manufacturer narrative:
The instrument will not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci hysterectomy procedure, the surgeon was experiencing limited range of motion on arm-2. Site had attempted two fenestrated bipolar forceps instruments with the same issue. Customer checked and reseated arm-2 adapter and while checking the adapter, the customer noted that the instrument that was installed had a damaged cable. The customer removed the instrument and reseated the arm-2 adapter and installed another instrument and the range of motion was restored. Intuitive surgical, inc. (Isi) contacted the site to obtain additional information concerning the reported event and customer confirmed that the cable was frayed. There was no patient harm, adverse outcome or injury reported. The instrument will not be returned for evaluation as it was disposed of.